Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: we have tried to obtain the incident device for evaluation with no success. In the absence of the subject device, it is difficult to determine the root cause of incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The exact root cause of the incident remains unknown. All (B)(4) retrieval systems undergo 100% visual inspection during the assembly and packaging process. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Video-assisted thoarscopic wedge resection of left upper lung lobe- "an inzii 12/15 retrieval system was introduced to remove the specimen and the device malfunctioned at deployment. The bag partially separated from the device when it was deployed inside the patient. The device was removed from the patient without causing harm. The surgeon then made his incision larger and removed the wedge resection without opening another specimen retrieval pouch." Patient status: "fine/unaffected".